Event description:
It was reported that approximately one year and nine months post port placement procedure, the device allegedly had a hole in the tubing which was closer to the port end. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 04/2021).

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2022-02248 was a duplicate record and was opened in error. The event details are being captured under complaint file # 5276516 and was reported to the FDA under MFR rpt# 3006260740-2022-02249. H10: d4 (expiration date: 04/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year and nine months post port placement procedure, the device allegedly had a hole in the tubing which was closer to the port end. It was further reported that the device was removed. There was no reported patient injury.